Manufacturer narrative:
Internal report reference number:(B)(4). Pen needles were not returned for evaluation - customer had returned incorrect product (true metrix test strips). Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that some of the 31g pen needles were not aspirating. The package had not been open or damaged when received by the customer. The customer is using compatible pen injectors with the pen needles. Customer advised that he only has one pen needle left. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported. Customer stating that out of his box of pen needles, he had some that were not aspirating. Customer is feeling well at this time and is not having any diabetic symptoms. No adverse events reported with the use of the product. Customer is using compatible pen injectors with the pen needles. Customer advised that he only has one needle left. Advised customer that I would send out a prepaid envelope for him to send back the pen needle. Advised customer to contact his pharmacy for any replacements. Will follow up.

Manufacturer narrative:
Sections with additional information as of 09-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation - customer had returned incorrect product (true metrix test strips). Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.